Event description:
It was reported by the sales rep: "the coronary sinus catheter endoplege (ep) was used in a robotic assisted mvrepair + maze procedure. The endoplege was placed without difficulty and one successful dose of retrograde cardioplegia was delivered with flows of 125-130, coronary sinus pressure went from 5 - 20 and the line pressure was around 300. Everything seemed to be working perfectly. The surgeon completed the maze procedure and then went to give a second dose of retrograde. This time, the flow rate was the same, and line pressures were also similar, but the coronary sinus pressure did not move at all. It started at 13 and did not increase. The anesthesiologist added about ¼ cc to the balloon and still no response on the cs pressure. A third retrograde dose was attempted and again nothing happened with the cs pressure. After the third attempt, the surgeon abandoned retrograde and the device was left in place. After coming off pump, the pressure monitor started to show a ventricularized wave form again. The cs balloon was confirmed to be in place by tee imaging. The anesthesiologist told me that the patient had a distended coronary sinus measuring about 1.3mm. No patient injury was reported.

Manufacturer narrative:
Device received and is underevaluation to determine root cause.

Manufacturer narrative:
Evaluation: the product code endoplege coronary sinus catheter, ep was returned from the customer. Some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found. The balloon was inflated with 2 cc of water as indicated in the IFU. The shape of the balloon was found to be unacceptable. However there were no leaks observed. The 2 cc of water was also injected into the pressure lumen and no leaks were observed. Additionally, the 2 cc of water was injected into the infusion lumen and no leaks were observed in it either. Visual inspection was performed with an unaided eye. Balloon inflated using 2 cc syringe. A DHR review was performed and no non- conformances were identified during this review. When water was introduced through the lumens it flowed freely indicating that there was no blockage in the lumen. The shape of the balloon was eccentric and was not acceptable per the template. It is possible the anatomy of the patient, specifically the coronary sinus, or placement of the device could have lead to the inaccurate pressure reading and balloon eccentricity. This complaint could not be traced to being manufacturing related, hence a CAPA will not be initiated. The other ep manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the ep devices are acceptable. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.